Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's pacemaker presented with a sudden drop in battery longevity. A battery longevity anomaly was suspected. No intervention was performed and the patient was stable.